Manufacturer narrative:
There was no blood loss or any other clinical consequences reported as a result of the reported event. A gambro rep was dispatched to investigate the machine, but was unable to do so as the pt was still on the machine. Investigation has shown that staff did not follow the prismaflex user's manual when changing bags which contributed to the reported event.